Event description:
It was reported that vessel perforation and hematoma occurred. The patient had moderate to tortuous anatomy in the iliac arteries. An acurate neo2 valve was implanted successfully with the use of a 14f isleeve introducer sheath. After the removal of the 14f isleeve introducer sheath, the physician observed a hematoma in the groin that was rapidly growing. Pressure was applied. Fluoroscopy was performed to evaluate the right iliac artery and the physicians then decided to implant a stent. The bleeding stopped with the stent in place. Upon visualization of the removed 14f isleeve introducer sheath, an irregular texture on the device was observed. The patient is fully recovered.

Event description:
It was reported that vessel perforation and hematoma occurred. The patient had moderate to tortuous anatomy in the iliac arteries. An acurate neo2 valve was implanted successfully with the use of a 14f isleeve introducer sheath. After the removal of the 14f isleeve introducer sheath, the physician observed a hematoma in the groin that was rapidly growing. Pressure was applied. Fluoroscopy was performed to evaluate the right iliac artery and the physicians then decided to implant a stent. The bleeding stopped with the stent in place. Upon visualization of the removed 14f isleeve introducer sheath, an irregular texture on the device was observed. The patient is fully recovered. It was further reported that during insertion of the 14f isleeve introducer sheath, the physician felt resistance. No difficulty was encountered during removal. The damage to the 14f isleeve introducer sheath was further described as in the middle part of the device and a bit rugged.

Manufacturer narrative:
H3 device evaluated by manufacturer: the 14f isleeve introducer was returned for analysis with the dilator in the lumen. The sheath and tip were microscopically examined and confirmed that one tip seam was torn. There were numerous sheath kinks/buckles along the 14f isleeve introducer and all 3 of the seams had started to expand. Inspection of the remainder of the 14f isleeve introducer presented no other damage or irregularities. The reported difficulty inserting, and tip damage were confirmed during product analysis.

Manufacturer narrative:
B5 describe event or problem - updated, e1 initial reporter - updated.

Event description:
It was reported that vessel perforation and hematoma occurred. The patient had moderate to tortuous anatomy in the iliac arteries. An accurate neo2 valve was implanted successfully with the use of a 14f isleeve introducer sheath. After the removal of the 14f isleeve introducer sheath, the physician observed a hematoma in the groin that was rapidly growing. Pressure was applied. Fluoroscopy was performed to evaluate the right iliac artery and the physicians then decided to implant a stent. The bleeding stopped with the stent in place. Upon visualization of the removed 14f isleeve introducer sheath, an irregular texture on the device was observed. The patient is fully recovered. It was further reported that during insertion of the 14f isleeve introducer sheath, the physician felt resistance. No difficulty was encountered during removal. The damage to the 14f isleeve introducer sheath was further described as in the middle part of the device and a bit rugged.